Event description:
It was reported that the tubing package was broken before use. There were no patient complications.

Manufacturer narrative:
The one embolectomy catheter was received inside a damaged gray shipping tube. The triangle outer box ((B)(6)) was undamaged and did not appear to be the original box sent to the customer. The gray tube was broken 22 cm proximal of the distal end of the gray outer tube and the broken section was not returned. The shrink seal was still attached around the clear adaptor cap and the IFU. When the catheter was removed from the tube, it was found to be in good condition although was bent due to the customer folding the tip into the end of the tube. The complaint was confirmed and appears to be related to shipping of the product. Visual examination performed with unaided eye. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.